Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - what is the total number of procedures involved? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported an animal underwent an unknown veterinary procedure on in (B)(6) 2025 and suture was used. During the procedure, vet use: problem: unsuturing of about ten vicryl plus vcp452h (exact number unknown). Type of surgery: oophorectomy of cats during the suturing of the abdominal wall, after a few tissues passes and without applying excessive pressure, the needle became detached from the thread. This issue occurred with about ten vicryl plus vcp452h (exact number unknown). The surgeries were able to be completed using a new thread, without any impact on the animals. No adverse patient consequences were reported. Additional information was requested.